Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the customer was performing a diagnosis. The procedure was completed as planned after restarting the system. The philips field service engineer (fse) inspected the system onsite and found that the collimator was defective. Analysis of the log file showed ¿collimator reports collimator driver linear y shutter area is not available¿, malfunction can be confirmed. To resolve the issue, fse replaced the collimator. The defective collimator was returned to philips for failure analysis and "shutter encoder error y" was observed. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a collimator shutter stops working during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for continuation and completion of the procedure. A collimator shutter stops working, which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the collimator shutters stopped working. No harm was reported to philips. Philips has started an investigation of this complaint.